Event description:
It was reported the asymptomatic patient presented in clinic for a routine check and firmware upgrade. The first attempt at upgrade failed and the device was subsequently inadvertently put into back-up vvi. The original firmware was then successfully reloaded and the patient¿s device was reprogrammed to the settings prior to the default to back-up vvi. The patient was stable before, during and after the event.